Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately eight (8) seconds at 19:41pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 19:41pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the default concentration of 100% at 19:41pm on (B)(6) 2018. Although a user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 19:41pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 8 remained as 76.0%, because the bottle was removed from the instrument for in sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 8 (ethanol) was used for the final dehydration step of the "4hr standard run" protocol started in retort a at 19:41pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 19:41pm on (B)(6 )2018. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(4) 2018, leica biosystems received a complaint that the large specimens were underprocessed, while the biopsies were crunchy, from the six (6) hour run in report which completed at 04:00am on (B)(6) 2018. The complainant reported that no error codes had been displayed and the affected tissue samples will be re-processed on another instrument located within the laboratory. On 09 august 2018, leica biosystems (B)(4) received the following information from the leica applications specialist - core histology: "customer states 4 of 184 affected samples were destroyed and not able to be diagnosed. Customer unwilling to provide additional information".